Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent an implant procedure on (B)(6) 2016. During the procedure, the patient experienced hemoptysis. In turn, the doctor decided to abandon the procedure. Following the procedure, the patient was hospitalized and released the next day. The patient is doing well.

Event description:
Additional information gathered revealed a CT scan of the patient's chest was performed and revealed a hemorrhage in the superior lingual with suggestion of injury to a sub-segments branch of the superior lingular pulmonary artery. There were no abnormalities noted with the device while preparing for the procedure. Also, the patient's anatomy could have contributed to the event due to a very small nub of a branch being close to the area where the sensor was to be deployed.

Manufacturer narrative:
Initial reporter information was listed incorrectly on the initial report. Initial reporter the incorrect occupation was selected on the initial report. MFR information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report.